Manufacturer narrative:
Initial and final (B)(4) - device 2 of 3. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in brazil. It was reported that the patient experienced adhesive failure between (B)(6) 2026 and (B)(6) 2025, during which the infusion set adhesive detached in less than 24 hours of use. The infusion set was replaced, and insulin delivery resumed successfully. No further information available.